Event description:
It was reported that a "component burnt inside. Battery is unplugged from board" and the user smelled smoke. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Fluid residue was observed inside the wireless battery module at the bottom of the case. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.